Event description:
It was reported that the pump had a frozen display where a random alert appeared stuck on the screen. The pump reset attempted did not resolve the issue, and the frozen display was not able to be cleared with the button alarm. There was no reported impact on the customer's blood glucose level at the time of the event. Technical support confirmed that the pump was within warranty and proceeded to replace it, providing the customer with instructions for returning the problematic device. The customer declined to share information about the backup therapy to ensure insulin delivery continuity.